Manufacturer narrative:
H.6 investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm, damaged caps and smear-type embedded fms in the cap of the tube with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter and defects were found before use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "(shield deformed)(fm got mixed) " 6 occurrences were reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8309535. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-11-05. Medical device lot #: 9084679. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-11-05. Medical device lot #: 9084678. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-03-25. Medical device lot #: 9119602. Medical device expiration date: 2020-10-31. Device manufacture date: 2019-04-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter and defects were found before use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "(shield deformed)(fm got mixed)" 6 occurrences were reported.